Manufacturer narrative:
Corrected data: per additional information received the surgery took place on (B)(6) 2021. Hence, the correct b3 - date of event and g3 - date received by manufacturer is (B)(6) 2021 and not on (B)(6) 2021 as previously reported in the initial report.

Event description:
Additional information received indicates that the same incision was used but the pocket was shifted up. The revision surgery took place on (B)(6) 2021.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. The ipg was in an uncomfortable position for the patient. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg pocket was revised to address the issue. Therapy was confirmed post operatively.